Manufacturer narrative:
As reported, the patient was admitted with a heart attack and a one hundred percent stenosis (100%) was found. A cypher stent was implanted in the left anterior descending (lad) during the index procedure. During the hospital stay, the patient had a second cypher stent placed in the right coronary artery (rca) two days after the index procedure due to a ninety percent stenosis (90%). The patient reports that, "the second blockage was found during the heart attack, but they didn't want to place both stents at the same time". The patient was discharged three days after the index procedure on antiplatelet therapy. Approximately twenty five months after the index procedure, the patient had a non-cordis stent placed "in the same area as the others" for a ninety percent stenosis (90%), and it was not obtained if the patient was hospitalized at time of stent placement. No further information obtained at time of call. Multiple attempts to obtain additional information have been unsuccessful. (B)(4): the device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15270407 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. There are possible patient, vessel, and pharmacological factors that may have contributed to the reported events. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used for the same patient. Please reference MFR. Report # 3003742446-2015-00062 and # 3003742446-2015-00063.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report # 3003742446-2015-00062 and # 3003742446-2015-00063.

Event description:
As reported by the patient/initial reporter through the medical affairs department, the patient called for material composition of a cypher stent and additionally reported an adverse event. The patient was admitted with a heart attack and a one hundred percent stenosis (100%) was found. A cypher stent was implanted in the left anterior descending (lad) during the index procedure. During the hospital stay, the patient had a second cypher stent placed in the right coronary artery (rca) two days after the index procedure due to a ninety percent stenosis (90%). The patient reports that, "the second blockage was found during the heart attack, but they didn't want to place both stents at the same time". The patient was discharged three days after the index procedure on antiplatelet therapy. Approximately twenty five months after the index procedure, the patient had a non-cordis stent placed "in the same area as the others" for a ninety percent stenosis (90%), and it was not obtained if the patient was hospitalized at time of stent placement. No further information obtained at time of call. Additional information has been requested.